Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 1-2x daily and her results are usually around "120-160 mg/dl." The patient manages her diabetes with byetta injections and metformin pills. The alleged issue began about 4-5 weeks prior to contacting lfs. The patient reported blood glucose results of "190, 260, 228 and 182 mg/dl" with the subject meter. The patient continued to take her usual dose of medications; however, due to the alleged results, the patient decreased her carbohydrate intake and exercised more. About 4 hours after the alleged issue begun, the patient claims she felt low blood glucose symptoms of shaky and weak. The patient ate crackers with peanut butter as treatment and felt better about 30 minutes later. The patient obtained blood glucose results of "120, 130 and 180 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.